Manufacturer narrative:
Lead model 3889-28 lot# v723758 implanted: (B)(6) 2011. Explanted: unknown lead model 3889-28 lot# v723758 implanted: (B)(4) 2011. Explanted: unknown programmer model 3037 serial# (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect following a programming change. The patient was reprogrammed to conserve battery and ended up with swollen legs. The patient was on a water pill for several days, but had to stop. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.